Event description:
A pharmacy technician was delivering a dose of taxol in a bag (the taxol was in a 500cc glass bottle ready to be infused) when the taxol fell right through the bottom of the transport bag to the floor. The heat seal at the bottom of the bags is very weak. Luckily the bottle fell on a carpeted floor and did not break.